Event description:
This is an adverse event noted as part of the (B)(6). This is a (B)(6) male with early stage esophageal squamous cell carcinoma. Circumferential ablation was performed without acute adverse event or device malfunction. A stricture was noted one month later and was dilated. Additional info regarding this ae has been requested from the site.